Event description:
It was reported the pt, implanted in the year 2000, can no longer hear with her device. No accident was reported. Testing in situ shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.